Manufacturer narrative:
The insulin pump was received with blank display anomaly due to corroded battery tube assembly. Unable to performed displacement, rewind, seating and basic occlusion due to corroded battery tube assembly. The insulin pump was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, deep scratched display window, fading serial number label and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump was broken. The customer¿s blood glucose was unknown at the time of the incident. The insulin pump was returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.